Event description:
It was reported that the pt experienced device warming at the battery site. When stimulation was turned on, the skin over the neurostimulator was warm to the touch and slightly flushed. The stimulation could be on for several hours, but then the warming became uncomfortable and the pt had to turn the stimulation off. The pt was running two programs: 1.5v and 3.8v. Several things including cycling programs and revision were tried. Nothing was successful at resolving the warm sensation. The system was explanted. No pt outcome was reported.

Manufacturer narrative:
The neurostimulator, lead, extension, and an accessory (plug) were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.